Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the device and the reported event. Insufficient product identification information was provided and thus a complaint history review could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be performed. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. Insufficient product identification information was provided, and thus, an instructions for use review could not be conducted. Insufficient product identification information was provided, and thus, a risk management review could not be conducted. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. In addition, the physician referenced in the abstract provided an analysis of all of the attached images. Therefore, no further interpretation of the attached images are required. No further medical assessment is warranted at this time. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: case (B)(4). After, r. A. C. L. R. (2020). Primary anatomic double-bundle anterior cruciate ligament reconstruction: a case series of 40 patients/sy so, dw suh, ss lee, ey jung, dh ye, d. Ryu, kb kwon, jh wang. Arthroscopy, 36(2), 546-555. Doi: 10.1016/j.arthro.2019.08.038.

Event description:
It was reported that on literature review ¿revision anterior cruciate ligament reconstruction after primary anatomic double-bundle anterior cruciate ligament reconstruction: a case series of 40 patients.¿; after surgery with an "endobutton" one patient had revision surgery.